Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased. It was further reported the spouse came home and found the patient was bleeding from the back of the head and the patient was not making any sense. The spouse thought the bleeding was a result of head scratching due to the blood thinners. The spouse stated the patient was taken to a hospital where a computerized tomography scan showed a large bleed in the brain. The patient was then transferred to another hospital and placed in the intensive care unit. The spouse stated the patient could not be operated on because the heart was so weak. The spouse alleges the device contributed to the death and the family questioned if there was an event and what the device may have been doing at the time. The spouse wants to know if the device shows anything related to the heart that caused him to fall. Follow-up with a health care professional revealed when the patient was last seen in the clinic the patient was found to not be dependent on the device, there was no heart block, and the patient had sinus rhythm. Additionally, the last remote monitor transmission showed no significant findings. The primary cause of death was blunt head trauma due to an accident and the secondary cause was anticoagulation therapy for atrial fibrillation.

Manufacturer narrative:
Product event summary: the lead was returned and physical analysis is pending. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Product event summary:the lead was returned and analyzed. Analysis revealed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.